Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported sterile interface module (sim). Review of the field service notes indicates slight resistance during instrument attachment was noted. The resistance was assessed and determined to be within normal operational tolerance. A forceps recognition test was conducted to verify that the system correctly detects the instrument. No additional action was necessary. Evaluation of the device data noted no error codes had occurred. The reported issue is related to hardware which cannot be tracked by the logs. Further evaluation of the reported sterile interface module is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the sterile interface module (sim) is difficult to insert. There is no patient information provided.